Event description:
It was reported that the system 9800 could not move in the down direction. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply ps3 was found defective and replaced. The system was tested and found to be working as intended and placed back into service.